Event description:
It was reported by the patient's legal guardian that the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. The legal guardian reported seeking medical advice via phone call due to the hyperglycemia. Reported symptoms included patient irritability and elevated blood glucose levels. No formal diagnosis was made by the healthcare professional, who advised removal of the pod. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.